Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2020 that occurred in the operating room during use outside of the united states in (B)(6). The reported incident is as follow I noticed a break in the hi 16 rubber of (B)(4). At the (B)(6) hospital. Regarding bending rubber tear, it is unknown whether it is before the inspection or during the inspection and it is currently being confirmed. On (B)(6) 2020. Additional information was received which stated the following while the sputum of the bronchus was being aspirated, I noticed a rupture of the rubber covering the insertion part and stopped the inspection, restarted the aspiration with another endoscope, and said the procedure was completed safely. There is no reprimand from the doctor in charge, and another fiber is used to drop the coated rubber fragments into the body. I did not find out even during continuous suction, and it seems that the current condition of the patient is not bad. Regarding the accident report to the hospital, I instructed the nurse to report the delayed procedure, but I heard that I think it will not be important. Based on gfe information collected from the end user, it was stated that the endoscope was used during the procedure. There was no medical intervention such as additional anesthesia/or extended hospitalization. However, there was a delay in procedure and there was no possibility of the patient being infected. (B)(6) complaint investigation is as follows according to an interview with the facility, it is unknown whether the final use was the same several years ago and at that time. The cause is presumed to be damage to the insertion part due to aging deterioration because it has not been used for many years and has not been inspected. (B)(6). Investigation conclusion is as follows hearings were conducted with the doctors and nurses in charge of use when this event occurred. All removed with another scope, no health hazard. Due to this event, there are no problems with safety and effectiveness in the hospital and there is no health hazard, so the repair of the actual product has been completed. It was suggested that thorough inspections before and after use should be carried out. On (B)(6) 2020, a device history record (DHR) review for model fi-16rbs, serial number (B)(4). Was performed under ivai-20-110075. The DHR review confirmed the endoscope was manufactured on 15th mar 2010. Under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.